Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump and the display went black. Subsequently, the customer pressed down on the wake button in an attempt to awaken the pump screen, however the pump was still unresponsive except for occasional flashes. After leaving the pump plugged in to charge, the pump was noted to be beeping and vibrating but was otherwise unresponsive. The customer's blood glucose level was 89 mg/dl. It was reported that the customer has manual injections available as alternate insulin therapy.